Manufacturer narrative:
During the onsite visit the fse (field service engineer) verified the system was not leaking, performed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported a gas smell when entering the laser room. Additional information received; there was no harm or impact to patients or employees.